Event description:
The customer contacted stryker to report that their device's audio prompts were noisy. In this state the user may not be able to hear the prompts to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was evaluated under by a stryker service depot technician. The reported issue was not able to be verified and was not able to be duplicated. Root cause could not be determined. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device's audio prompts were noisy. In this state the user may not be able to hear the prompts to deliver defibrillation. There was no patient involvement reported with the event.